Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 386 mg/dl at the time of the call. Troubleshooting was performed. The basal rates were programmed, but the customer did not know if they were correct. The insulin pump passed the prime test, but the customer didn't' have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.